Event description:
Device was explanted due to normal end-of-battery-life. No further action to be taken. Device returned to medtronic for analysis; not yet in database. Mdt case no: (B)(4). Product information report completed by (B)(4). Physician: (B)(6) hospital: (B)(6).